Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: a visual and microscopic examination found that the hypotube and outer were both kinked at various positions along their length. This type of damage is consistent with excessive force being applied to the delivery system. The struts in the center rows were severely bunched and misaligned. The stent was damaged. The rows of struts in the middle of the stent were severely bunched and misaligned. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that crossing difficulty occurred. The target lesion was located in the highly calcified circumflex artery. A12mm x 2.25mm ion stent was advanced to the lesion but was not able to cross. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.